Manufacturer narrative:
Device evaluation: the device is not expected to be returned for evaluation. The device history record was reviewed and found no exception documents. A f/u report will be submitted when the evaluation has been completed.

Event description:
The user reported the core wire poked through the coil during a coronary angiographic procedure via the femoral artery. No harm or injury was reported.